Manufacturer narrative:
Claim#: (B)(4).

Event description:
The surgeon indicated that an implantable collamer lens was implanted into the patient's right eye (od) in 2018. The surgeon states that the patient had rotation of the icl and that the lens was successfully rotated back into position in (B)(6) of 2023. Per surgeon the lens has rotated out of position again. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.